Event description:
Caller states the patient tested 2.2 inr on the coaguchek xs system and 0.9 inr on a comparison lab. Caller had been given fragmin on the day of the testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The customer was not able to clarify which of the two lots of strips she used. One was catalog number: 04625358170, lot number: 20314114, and expiration date: 08/31/2012. The other was thrown away. The other was catalog number: 04625358170, lot number: 20479414, and expiration date: 10/31/2012.